Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the same day the sensor had been inserted in the abdomen, which is off-label usage of the device. According to the patient, on (B)(6) 2023, the patient experienced nausea, stomach pain, chest pressure, weakness, disoriented, and was shaky. The cgm reading was 46 mg/dl, but the patient was unable to take a fingerstick for comparison due to the symptoms. The patient was by herself and lied down on the floor and ¿fell asleep¿, but also stated they went into a coma, so it is understood that the patient was unconscious. When the patient woke up, she drank grape juice, took glucose pills and had a candy bar, and did not ask for any medical assistance that time. There was no documentation of further medical intervention. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.